Event description:
Unomedical reference number (B)(4). Event occurred in netherlands it was reported that there is infusion set leak from skin after using for 7 days. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.